Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the ivc grade 1, 2, and 3 of multiple struts, tilting after placement, grade 2 perforation of the inferior tip/hook, extensive chronic ivc thrombosis, bilateral common iliac vein thrombosis, and bilateral external iliac vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The presence of blood clots (thrombosis) does not represent a device malfunction. Placement of a vena cava filter is not a cure for clots/thrombosis nor does it prevent the formation of new clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the ivc, grade 1, 2, and 3 of multiple struts, tilting after placement, grade 2 perforation of the inferior tip/hook, extensive chronic ivc thrombosis, bilateral common iliac vein thrombosis, and bilateral external iliac vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently perforated the ivc, grade 1, 2, and 3 of multiple struts, tilted, grade 2 perforation of the inferior tip/hook, extensive chronic ivc thrombosis, bilateral common iliac vein thrombosis, and bilateral external iliac vein thrombosis. The patient also reported that the device is unable to be retrieved, however; no retrieval attempts have been documented. The patient also reports depression, shortness of breath, and stomach issues. The indication for the filter implant was deep venous thrombosis with the inability to anti-coagulate. The filter was placed via the right common femoral vein and deployed just below the level of the renal veins at the level of l2-3. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. Without procedural films or post implant imaging available for review, the reported thrombosis, filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Depression, shortness of breath and stomach issues do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events five years and one month post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside of the ivc, tilt, and device unable to be retrieved. No documentation of a filter retrieval attempt has been made. The patient also reports depression, shortness of breath, and stomach issues. The following additional information received per the medical records state that the patient was preoperatively diagnosed with deep venous thrombosis with the inability to anticaogulate. During the implant procedure, the right common femoral vein was accessed. A 6 french introducer sheath was advanced and through this sheath, a cavagram was performed. The renal vein was identified and the filter was deployed just below the level of the renal veins at the level of l2-3. The patient tolerated the procedure well.